Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge with paddles. Clinician switched from paddles to defib pads and the device successfully discharged. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.